Event description:
The physician dilated the sfa/popliteal vessel with a 4mm x 100mm balloon prior to stent deployment. The physician then deployed a 5mm x 80mm stent. Upon removing the catheter, the physician observed that the catheter tip had detached in the popliteal and the stent elongated. A snare device was used to remove the tip.

Manufacturer narrative:
The physician used the incorrect balloon site to dilate the vessel. The tip likely became constrained in the stent because there was not adequate room for the tip to come back through following stent deployment. The force to remove the tip likely caused the detachment. For a 5mm supera veritas stent to be effectively deployed, the physician should use a 6mm balloon for dilation. The device was received and angio images were received. An MDR supplement will be submitted upon completion of the analysis.